Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the pulse generator was having interruptions in remote transmission. Upon interrogation, the device displayed the message wand telemetry only. It was noted that the radio frequency telemetry was not functioning. After device download, normal function resumed. Previous parameters were programmed and a full follow-up was performed. The device was successfully paired with the remote transmitter and was operable. The patient was in stable condition both pre and post event.